Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a stained end cap sticker.